Manufacturer narrative:
The pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent inaccurate fill estimates occurred. Reportedly, the customer did not perform the air removal step during the load processed and overfilled the cartridge. There was no adverse impact to customer's blood glucose level. Customer loaded a new cartridge to resume insulin delivery.